Manufacturer narrative:
Device passed the displacement, a-21 error test and self test. No a21 alarm noted during test. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer stated that insulin pump had unexpected restart alarm. The blood glucose was unknown. The customer stated that they were able to clear alarm but unable to complete the pump rewind. The device will be returned for the analysis.